Event description:
A malfunction alarm identified as malfunction 16 was reported by the customer, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer was set to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery until a replacement pump was dispatched by cts. Additionally, cts confirmed the customer's shipping address, instructed on putting the pump into storage mode, and required the return of the malfunctioning pump using a pre-paid label within 10 days, which the customer understood and acknowledged.